Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for analysis. The reported complaint of "possible helium loss alarm" is confirmed. The pump alarmed "possible helium loss 3 (2)" during functional testing. A leak was found at the bellow, and this caused the reported complaint. The root cause of the leak at the bellow is undetermined. A device history record review was performed and it did not reveal any manufacturing related issues. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It has been reported via a field service report: l611776. Symptom: op = on patient. Possible leak alarms. Pump was switched out quickly with no delay in therapy. Findings/action taken: confirmed. Pump assy. Sent to and replaced by hospital biomed. Fcn level: 1416. Software level: 2.24.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: l611776 symptom: op = on patient. Possible leak alarms. Pump was switched out quickly with no delay in therapy. Findings/action taken: confirmed. Pump assy. Sent to and replaced by hospital biomed. Fcn level: 1416, software level: 2.24.